Manufacturer narrative:
The device was investigated by the hospital biomed with the work-order# (B)(4) and the service report# (B)(4) on the 2019-04-13, 2019-04-15, 2019-04-19: the failure description is "sig alarm" by error alarm followed by "temp alarm". The rotaflow device was tested with the service software by running non-stop for a week the problem could not be replicated. The unit was cleaned and returned to service. A full pm was done on this unit and as well as the drive and emergency drive. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). During patient treatment the device showed "sig error" and still flow. Lubricant was applied then pump showed "temp error".then hand-cranked therefore the console was replaced. No harm to the patient was reported.